Manufacturer narrative:
This device is used for treatment not diagnosis. The investigation of the complained extraction screw shows that the. Tip is broken due to mechanical overloading during use. Exceeding applied mechanical force, well beyond its calculated design may have caused the breakage. We assume that the locking screw was completely blocked inside the locking thread. May be too strong tightening during insertion or some influence during healing process caused fretting of the screw in the plate. Therefore a too high mechanical force was applied while trying to remove them. No product fault could be detected.

Event description:
A hospital in (B)(6) reported that during a procedure for a distal radius fracture the surgeon was attempting to remove a screw in order to remove a plate and he stripped the hex recess of the screw. The surgeon used the extraction screw to remove the stripped screw and the tip of the extraction screw broke off. The tip of the extraction screw was left in the body of the patient.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing records were reviewed and no complaint related issues were found.